Manufacturer narrative:
(B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. No defect was detected. Most likely underlying root cause; mlc-20: user's test strip had poor storage. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 44 mg/dl. The expected ¿am¿ fasting blood glucose test result range is 85-120 mg/dl. The customer did report symptom of ¿blacking out¿. Medical attention is reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/15/2021 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).